Manufacturer narrative:
Investigation summary: investigation was performed for catalogue 300017, lot number 6356749. The batch record, quality notification and maintenance records were verified and no deviation was found. There are no complaints for the same defect in this batch, or any occurences/quality notifications. Without samples or photos it was not possible to determine the root cause. Complaint was not confirmed. Based on no sample/no photo, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion unconfirmed: bd was not able to confirm the customer¿s indicated failure batch # 6356749. The batch record, quality notification and maintenance record were verified and no deviation was found.there are no complaints, occurences/quality notifications for the same defect in this batch. Without samples or photos it was not possible to determine the root cause. Complaint not confirmed. Root cause description: without samples or photos it was not possible determine the root cause. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6356749.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd¿ precisionglide¿ needle malfunctioned as the hub was found broken. There was no report of injury or medical intervention needed